Manufacturer narrative:
(B)(4). Investigation results: a visual evaluation of the complaint device revealed that the catheter was broken into 2 pieces at the guidewire introducer. A functional evaluation could not be performed due to the condition of the device. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during preparation, the balloon could not be inflated. The procedure was completed with another extractor pro rx retrieval balloon. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter shaft was broken. Therefore, this is now a 30-day MDR reportable event.